Event description:
It was reported that a dissection occurred as a result of arterial sheath insertion. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Access was achieved, and the arterial sheath was inserted, at which point, a dissection occurred. The physician attempted to bypass the dissection by pulling back the sheath and re-accessing, but was unsuccessful. At this time, the physician observed air bubbles consistent with pneumothorax on the left side. The physician elected to abandon the procedure without stenting or further intervention to address the dissection. A chest tube was placed to address the pneumothorax. The patient woke up neurologically intact. The patient underwent a computed tomography angiography (cta) to evaluate, and no further intervention to the carotid was necessary. The patient was reported to have full recovered.

Manufacturer narrative:
Updated fields: h6 - impact codes; evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection occurred as a result of arterial sheath insertion. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Access was achieved, and the arterial sheath was inserted, at which point, a dissection occurred. The physician attempted to bypass the dissection by pulling back the sheath and re-accessing, but was unsuccessful. At this time, the physician observed air bubbles consistent with pneumothorax on the left side. The physician elected to abandon the procedure without stenting or further intervention to address the dissection. A chest tube was placed to address the pneumothorax. The patient woke up neurologically intact. The patient underwent a computed tomography angiography (cta) to evaluate, and no further intervention to the carotid was necessary. The patient was reported to have full recovered.